Manufacturer narrative:
No blocked keypad or button error alarms noted during testing. However, the pump had intermittent up button response due to moisture damage on the keypad traces. No moisture damage noted on the electronic assembly during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed and the insulin pump keypad buttons are not responsive. Customer also indicated that the pump may have been exposed to moisture. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.